Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis (reported to be recurrent peritonitis), coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with vancomycin intraperitoneally (dosage, frequency, and duration not reported) and ceftazidime (route, dosage, frequency, and duration not reported) for the peritonitis event. One day after onset, the ceftazidime therapy was discontinued. Antibiotic treatment with vancomycin was ongoing. Dianeal therapy was ongoing. After one day of hospitalization, the patient was discharged. The patient was recovering from the peritonitis. No additional information is available.